Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board, high voltage tank, and the battery pack were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a low milliamp error, would not fluoro, and had no live image during a case. The procedure was completed another system. No pt injury was reported.